Event description:
During cardiac catheterization guiding catheter broke and piece came off in right femoral artery. Unable to snare. Patient to operating room emergently for exploration of right groin with retrieval and removal of guiding catheter.